Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On (B)(6) 2023, the following additional information was obtained from the intuitive surgical, inc. (Isi) clinical development engineer: the system initialized without error. The surgeon stated that the instrument continued to move after he removed his hand from the hand controls. They did not perform troubleshooting and just continued the procedure as normal. The procedure was completed robotically. The issue did not result in any injury/harm to the patient.

Event description:
It was reported that during a da vinci-assisted cystectomy with lymphadenectomy surgical procedure, the master tool manipulator (mtm) and the instrument continued to move forward a little bit uncontrolled when the surgeon let go of the controls. The customer had experienced this multiple times in other cases. The procedure was completed as planned with no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer spoke to the clinical development engineer (cde) about the control issues with the master tool manipulator (mtm) and instrument. The customer was able to complete the procedure. However, no troubleshooting was performed with the cde. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.